Event description:
The pt became a paraplegic in 2006 due to a blood clot in his spine. The pump may have caused the pt to be paralyzed. The pt has several masses in his back that contained spinal fluid that had to be drained. Toward the end of the pump cycle, pt had muscle spasms and withdrawal symptoms. Pt is in nursing home and doctors refuse to order refill, the battery will alarm this year. The pump has not been filled in at least two months. Due to the pt's physical state, the pt no longer needs the pump and wants to have it removed. The pump originally contained fentanyl, which was later switched to morphine. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).